Manufacturer narrative:
Device evaluation: 2 units of fs-oa-10 of lot number: c2196525 device was returned for evaluation opened not in its original packaging and 1 unit returned unopen sealed in packaging. The device related to this occurrence underwent a laboratory evaluation on 02-apr-2025. The lab and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. On evaluation of the devices the following observations were made: cn-079772-1 visual inspection: pushing catheter, guiding catheter, two stylets returned. Pushing catheter examined and crinkling/kinks observed along the body, approx 22cm from the hub. Guiding catheter examined and observed to be stretched/deformed along the body. No damage observed on either of the stylets. Functional inspection: pushing catheter and guiding catheter do not move freely over each other. Cn-079772-2 visual inspection: pushing catheter, guiding catheter and stylet returned. Slight bumps/rough observed along the body of the pushing catheter. Guiding catheter examined and tip of stylet observed to be protruding out of catheter close to radiopaque band. Stylet unable to be removed. Functional inspection: pushing and guiding catheter move freely over each other. Cn-079772-3 visual inspection: device returned unopen sealed in packaging. Functional inspection: n/a. Manufacturing records: prior to distribution fs-oa-10 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for fs-oa-10 of lot number: c2196525 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot numbers lot: c2196525. Instructions for use and/label: as per the instructions for use, ifu0096 which informs the user about the precautions ¿refer to package label for minimum channel size required for this device. Wire guide diameter and inner lumen of wire-guided device must be compatible. Not compatible with pigtail stents. Do not use this device if stent cannot advance through strictured area. Preloaded stents should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended.¿ the product label states the guide wire size for use with this device is 0.035". There is evidence to suggest the user did not follow the IFU/label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of user error can be attributed to the user error due to use of a non-recommended 0.025-inch wire guide instead of the specified 0.035-inch guide. The smaller wire guide likely provided insufficient support, causing increased resistance during advancement and leading to mechanical stress on the device components. As a result, the pushing catheter showed crinkling, the guiding catheter was stretched and deformed, and the stylet was found protruding and stuck. Slight bumps and roughness were also observed on the catheter corrective action: CAPA: 00022 (pr-387756) has been opened to address the use of 0.025¿ wire guide instead of 0.035¿ wire guide documented on the label. Summary: confirmed quantity of 2 used devices. 1 unused device returned sealed, and the complaint was not confirmed. Complaint is confirmed based on visual and /or functional inspection. There was no impact to the patient as this observation. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause of user error can be attributed to the user error due to use of a non-recommended 0.025-inch wire guide instead of the specified 0.035-inch guide. The smaller wire guide likely provided insufficient support, causing increased resistance during advancement and leading to mechanical stress on the device components. As a result, the pushing catheter showed crinkling, the guiding catheter was stretched and deformed, and the stylet was found protruding and stuck. Slight bumps and roughness were also observed on the catheter.

Event description:
The hepatobiliary surgeon and gastroenterologist encountered difficulty advancing and deploying the stent. They noted that the fs-oa-10 used was too soft, hindering the stent deployment. Despite their efforts, they struggled to deploy the stent until the pushing catheter was damaged. They changed to oa-10. Response on the additional questions on 26 feb 2025: 1. Does the complaint relate to: device placement. 2. If not, with the device in question, how was the procedure finished? N/a. 3. What was the target location for the stent? Cbd. 4. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Room temperature and no sunlight exposure. 5. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Tracer metro direct wire guide (0.025 inch x 480 cm). 6. Was the wire guide lubricated prior to use? N/a, yes, no (flushed with sterile water) yes (flushed with sterile water). 7. Was the wire guide inspected for damage prior to use? N/a, yes, no yes. 8. Was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no, yes. 9. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no (if yes, please indicate the procedure performed.) Ercp procedure (sphincterotomy). Yes. Ercp procedure (sphincterotomy). 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no no. 11. If not with the device in question, how was the procedure finished? Switched to oa-10. 12. What intervention (if any) was required? Revised the product. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day same procedure. 14. Were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no. (If yes, please detail any other defects observed.). No. 15. Had a sphincterotomy been performed prior to this occurrence? N/a, yes, no maximum sphincterotomy done to facilitate deployment of the biliary stent. Yes, maximum sphincterotomy done to facilitate deployment of the biliary stent. 16. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus tjf type q180v/ serial number: (B)(6), working channel 4.2mm. 17. Does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no, yes. 18. Please indicate the location in the body where the stent device was to be placed (i.e., biliary duct, pancreatic duct, other). (If other, please specify) was resistance encountered when advancing the wire guide to the target location? N/a, yes, no, no, biliary duct. Resistance encountered when advancing the wire guide to the target location. Was resistance encountered when advancing the introduction system in place to the target location? N/a, yes, no (how did the physician deal with this resistance?) Yes. Resistance encountered when advancing the introduction system in place to the target location. 19. How did the physician determine the length of the stent to be used for the procedure? Based on locality obstruction and length of vertebra body. 20. Where was the stricture located in the duct? Dilated duct. Was the stricture dilated prior to placing the device? (If so, please indicate what device(s) were used.) N/a. Was resistance encountered when advancing the stent through the obstructed area? N/a, yes, no, n/a. 21. After placement, was stent position verified? N/a, yes, no (if yes, please describe how) yes. 22. Please estimate the amount of time the stent was in place prior to this occurrence. 30 minutes. 23. Did any section of the device detach inside the endoscope or patient? N/a, yes, no (if yes, please specify what section of the device broke off:) no. Please indicate whether the device broke in the endoscope or in the patient. N/a, endoscope, patient. Was the broken device retrieved? N/a, yes, no (if yes, please indicate what tools were used during retrieval (e.g., basket, balloon, snare, forceps etc.): 24. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g., guiding catheter shortened, stent cut etc.) N/a, yes. No (if yes, please indicate what modifications were made:) no. Please indicate why the modifications were necessary. 25. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No. 26. Did the patient require any additional procedures as a result of this event? N/a, yes, no n/a. 27. What intervention (if any) was required? 28. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day n/a. 29. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what was observed and where on the device it was observed.) Kink.